Event description:
A hospital in the (B)(6) reported a patient was implanted with an epoca shoulder replacement in the left shoulder on an unknown date. Post operatively the patient has developed a rash and he is taking antihistamines for a possible allergic reaction. X-rays taken on an unknown date show no evidence of erosion around the implant. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.